Manufacturer narrative:
Updated fields: b4, d9(device available for eval), g3, g6, h2, h3, h4, h6(investigation type, investigation findings, component codes & investigation conclusions), h10. A getinge field service engineer(fse) evaluated unit. Unable to replicate user complaint. Upon initially running unit on a testing catheter and trainer at 130 bpm, unable to replicate system over temperature alarm. Identified however, while running the compressor output test, temperature rising from 40 degrees to about 51 degrees and holding there after .5 hours of run time. After this, unit temperature went up a few decimals slowly. Replaced suspect wore out pressure regulator muffler. Post replacement, identified subject unit staying at 49 degrees while running the compressor output test for about .5 hours. Unit calibrated and passed all functional and safety tests per factory specifications. Returned to customer and cleared for clinical use.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit displayed over temperature . Patient was switched to second pump then a short later the over temp appeared on that pump. The rn powered it off and back on and that message had not returned. The pump he switched from is sequestered. The second iabp is being reported separately. There was no harm to patient reported.